Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was further reported that the lead dislodged again and was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead, implanted: (B)(6) 2015; 694758 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and increased capture thresholds with their left ventricular (lv) lead. The lv lead was also reported to have dislodged. The lead was revised and remains in use. The patient is a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was inactivated and not revised.